Manufacturer narrative:
Tracking #.55899/c.

Event description:
It was reported by the rep the device was used during a radical prostatectomy. It was reported that the mechanism of the ez45 popped and it would not work. Another was opened and the case was finished. There was no consequence to the pt.